Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Moisture damage noted on the lcd board and on motor assembly. The device was also received with a cracked reservoir tube lip, scratched display window and cracked case near display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to rain. The customer stated he had been receiving button error alarms for the pas 12 to 16 hours and reverted to manual injections. Blood glucose value was 67 mg/dl; which he treated with food. The insulin pump was replaced and returned for analysis.